Manufacturer narrative:
The product was not returned for eval. We are unable to assess if any product condition could have contributed to the pt's infection. No qualification and sterilization records were reviewed because no product lot number was reported.

Event description:
The pt reported that after wearing the pod on her arm for longer than 48 hours she noticed that her site became infected. The pod was removed and discarded. She went to see her healthcare provider who prescribed her antibiotics of cephalexin for her site infection.